Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27apr2020.

Event description:
The customer reported touchscreen inoperability/unresponsiveness and nav-ring inoperability/unresponsiveness. The device was being prepared and set up for patient use and therapeutic administration when the failure was noted. The patient required manual ventilation via bmv (bag mask valve) apparatus while backup mechanical ventilation was being prepared. No patient harm or injury has been noted during or as a result of this event.

Manufacturer narrative:
G4: 10sep2020. B4: 11sep2020. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the touchscreen needed to be replaced in order to return the device to working condition. A field service engineer (fse) was dispatched to the field for the navigation ring replacement. The customer replaced the touchscreen. The fse replaced the front bezel. The device remains at the customer site. This reporter stated that a patient of unknown age, gender, height, and weight was admitted to a hospital on an unknown date, with the admitting diagnosis not reported. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on (B)(6) 2020, the patient experienced an event with details not reported, hospital staff then connected the patient to a respironics v60 ventilator; configuration and settings not reported, the device¿s graphical user interface touchscreen and navigation ring would not respond to touch, hospital staff then administered manual ventilation through bag valve mask, then the patient was connected to another ventilator; brand and model not reported. No relevant laboratory data was reported. There is information to support that a malfunction of the touchscreen and navigation ring occurred. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.